Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to far field p-wave oversensing on the ventricular channel were observed. Programming changes were made. The lead remains implanted.